Manufacturer narrative:
The company service representative, examined the system. And confirmed the reported event. System messages (sm) [multiple handpieces connected] and [vacuum check fail- slow rise time] were noted, but were unable to be replicated. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that phacoemulsification (phaco) stopped completely during the phaco phase of the procedure. The handpiece and the cassette were exchanged but did not resolve the issue. A second console was used to complete the procedure. There was no patient harm. Additional information was requested and received.